Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, the customer reported "improper shutdown", was not reproduced. A review of the event history log (ehl) revealed occurrences of "improper shutdown!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be rear case pins are depressed. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had improper shutdown. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.